Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the tip of the shears broke off inside the patient. The tip was located and removed. A new device was opened for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).